Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to multi-system organ failure. The device was not explanted and will not be returned for evaluation. No additional information is available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient's expiration and heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this investigation. The account communicated that the patient expired on (B)(6) 2020 due to multisystem organ failure. No alarms or device-related issues were reported in association with the event. Heartmate 3 lvas, serial number (B)(4), was not explanted and will not be returned for evaluation. No further information was able to be provided by the account. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.